Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2005. Four months later, leaking was noticed upon infusion. A crack was found below the suture wing. The PICC line was replaced.